Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs elecsys result for one patient sample from the cobas e 801 module. The initial result from sample 1 was 240 pg/ml. The result from sample 2 was 36.5 pg/ml. Both results were reported outside of the laboratory and the physician did not believe the difference between the sample results. On (B)(6) 2018, both samples are retested. Sample 1 result was 38.7 pg/ml. Sample 2 result was 33.0 pg/ml. There was no allegation of an adverse event. The reagent lot number was 34585000 with an expiration date of 31-dec-2019. The field service representative checked the gear pump pressure and sample/reagent mechanism assembly, and cleaned the sample probe, procell syringes, and sipper needles. He performed qc and the results were satisfactory. The investigation did not identify a product problem. The cause of the event could not be determined. A general instrument or reagent problem could not be identified.

Manufacturer narrative:
The calibration data is slightly lower than expected. The qc data on the date of the event was within acceptable range. The alarm trace contained abnormal aspiration alarms on the date of the event.